Manufacturer narrative:
G3: initial awareness date was 10jun2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, was used in a hip scope procedure on (B)(6) 2026, and ¿broke while in surgery, the tip broke off inside the patient and was retrieved¿. The procedure was completed as normal with the use of an alternate same device and a delay of "roughly 15-20 minutes as the tip of the wand had to be retrieved from the patient¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.